Event description:
It was reported by the pt's spouse that she needed to cancel the pt's peritoneal dialysis treatment session prior to completion because he wanted to go to the emergency room for shoulder and back pain. She later reported that the pt had experienced a heart attack during this treatment. According to the pt's pd rn, the pt was admitted to the hospital at 10:00 pm on (B)(6) 2013 with a heart attack. He was discharged on (B)(6) 2013, and was seen by her in the peritoneal dialysis clinic on (B)(6) 2013 and he was tired but ok. There was no issue with his dialysis during the event; the pt has a history of heart disease and underwent bypass surgery in 2008. Following his discharge form the hospital, the pt has resumed peritoneal dialysis and is having no issues. Sample was discarded by the pt.

Manufacturer narrative:
This report is being submitted as part of a system-level review. Reference MFR report #s 1713747-2013-9961 and 2937457-2013-00337. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting relevant pt medical records and treatment data regarding the reported event. The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.